Manufacturer narrative:
Physician indicated the pt had poor native tissue; orthadapt bioimplants are not indicated for use in applications where there is poor vascularity and/or soft tissue conditions preventing secure fixation. The physician also indicated the possibility of a secondary infection and the fixation method used to secure the bioimplant around the tendon as possible contributing factors. The case assessment based on the info provided by the physician indicates the likely cause of the event is due to the use of orthadapt in an application where there was poor vascularity and native tissue conditions preventing secure fixation. Also, the fixation technique and the secondary infection likely contributed to the event. Neither the product nor the product lot number was not provided to the MFR. The MFR of the device at the time was pegasus biologics, inc.

Event description:
Pt developed pain and swelling post repair of a chronic achilles tendon rupture with orthadapt augmentation. The bioimplant was removed at an unk date post repair.